Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the lens was not used because the wagon wheel was crushed. This is not a device malfunction. No further reports will be filed for this device.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was crushed and wasn't able to be used. Additional information was requested.